Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06522. It was reported the pt went to the ER due to an infection. The physician decided to explant the pt's scs system and an active infection was found at both the ipg and the lead sites. Cultures at the infection sites were positive for non-mrsa staphylococcal infection. Blood cultures were negative, and an MRI was taken and no anomalies were noted. The pt was treated with intravenous antibiotics via a PICC line. The pt was discharged from the hospital but returned two days later with a suspected epidural abscess. A follow up MRI was taken but it did not show any anomalies. Follow-up identified the pt continues treatment with intravenous antibiotics at home and is doing well and the wounds are healing.